Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, for the second firing, used the powered stapling handle and reload. The surgeon clamped the tissue and pushed the green button. However, the firing stopped after it was slightly advanced. The display screen only showed that the device was under the firing. When the surgeon started firing, soon heard the release sound. Then the firing was locked. The surgeon removed the device and noted only one staple on each side appeared slightly from the staple pocket. Replaced by a new reload and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient injury.